Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9616680-2012-00742 and 9616680-2012-00744.

Event description:
It was reported that the pt's total hip was painful and unstable. The surgeon revised the cup which was malpositioned. Surgeon incised capsule and all tissue in the proximal femur which has severe necrosis and all local muscle and soft tissue was stripped off because tissue and muscle were dead. The surgeon noticed black metal debris on the neck of the stem and also on the inside of the head and surrounding tissue.